Event description:
It was reported that while using bd vacutainer® z (no additive) plus urine tube the tube pushed off needle. The following information was provided by the initial reporter: the customer reported several complaints against bd tubes and needles. Pushed off.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, twenty (20) retained samples (lot 0023621) were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all 20 tubes from both lot numbers drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® z (no additive) plus urine tube the tube pushed off needle. The following information was provided by the initial reporter: the customer reported several complaints against bd tubes and needles. Pushed off.